Manufacturer narrative:
Evaluation results: one portex endotracheal tube (siliconized) was returned for investigation in used condition without its original packaging. The sample was visually inspected, at a distance of 12 to 16 inches and under normal conditions of illumination. The investigator noted that the tube was cut. No damage or tears were observed in the tube. No functional testing could be performed since the tube was cut. No root cause could be established as a result.

Manufacturer narrative:
Report source: foreign: (B)(6).

Event description:
Information was received that during the use of a smiths medical siliconised pvc, oral/nasal soft seal® cuff tracheal tube, an air leak alarm went off. Afterwards, the customer found an air leak from the tube and a tube change out was required. No adverse patient effects were reported.